Manufacturer narrative:
The data logs which were received initially contained data from (B)(6) 2016 . In this log no errors were found in relation to this solution pack. A new data log containing data from before (B)(6) 2016 was received. The investigation of this data log reveiled several errors in relation to a leak in the analyzer or solution pack (error 0963 and 0964) between 2016. The error message, error 0964 "leak current in relation to solution pack detected' requires an intervention from the user (check for leaks in the system and remedy)" had been shown 6 times by the analyzer, but the user ignored the message all 6 times. As the solution pack has been discarded. The root cause to the leak will most likely not be identified.

Manufacturer narrative:
The reference stock of the affected lot has been visually inspected and no problems were found. Two of the affected samplers were received for inspection. The coating one the two samplers is, clearly visible. Further investigation is planned in order to identify the composition of the coating on the needles. A recall will be conducted on the affected lot (fan 915-352). No products from the affected lot has been sold in the USA.

Event description:
According to the complaint, the needle on the pico70 blood sampler "looks like rust". The sampler was not taken into clinical use, as the user detected the needle coating.

Manufacturer narrative:
Manufacturer narrative: 4 boxes of the affected lot uk57 were received from the distributor. The samples are under investigation in order to establish the root cause of the problem. Another customer complaint was received reporting needle corrosion on the same product, but a different lot (rw55). A revision 2 of the recall (fan 915-352) was issued on november 9th, 2016 on the affected lot (rw55). No products from the affected lot has been sold in the us. A separate MDR will be submitted on the new customer complaint.